Event description:
Distributor reported product had a broken ceramic tip and was being returned for warranty replacement to the customer. No details explaining how or when the sheath tip broke/separated from the metal sheath tube.